Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system did not start. To resolve the issue, rse suggested the customer to restart the system and the customer requested for onsite service. Later, the philips field service engineer (fse) inspected the system onsite in another work order and found that the software of flexvision pc not running. Fse reinstalled the os and app of flexvision pc and after that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system¿s application was not starting up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.